Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. B3: date of event: date of event was approximated to 02/01/2025 as no event date was reported. Block h6: imdrf device code a0504 captures the reportable event of seal biopsy valve leak/splash.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed for the treatment of gastrointestinal (gi) bleeding. During the procedure, the seal biopsy cap popped off; spraying the physician with blood. It was reported that she was wearing a personal protective equipment (ppe) and no treatments were taken after this event. The procedure was completed with a different reusable cap. There were no patient complications reported as a result of this event.